Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): lead found to be stretched, proximal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, outer insulation breached cut, damaged at implant.

Event description:
It was reported during the implant procedure, that the lead was attempted but not used due to a non-operational helix. The lead was not implanted. No patient complications have been reported as a result of this event.